Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/01/2019. The product support engineer (pse) troubleshooting this issue with the customer over the phone. Pse asked the customer to swap the connections of both front speakers to see if the speaker needs to be replaced; in addition the product support engineer(pse) advised the customer replace the cpu. The pse provided part ID and discussed installation to include reprograming the options. The customer repaired the unit by replacing the both speakers and cpu.

Event description:
The customer reported that the ventilator generated an error (1102 related to primary alarm test failure). There was no patient involvement.